Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were hospitalized on (B)(6) 2017 due to low blood glucose. Their blood glucose had dropped to 28 mg/dl. They did not feel their blood glucose dropping and had a bad car accident where they were the driver. They were wearing the insulin pump at the time of the incident. The insulin pump was taken off at the hospital. They were treated with manual injections and intravenous therapy. They were also treated for multiple body injuries. Since then, they had been experiencing low blood glucose. It was noted that their infusion sets were part of the recall. The customer¿s current blood glucose was 160 mg/dl. The device will not be returned for analysis.